Event description:
It was reported that during a heart catherization diagnostic procedure, a guide wire tip detachment occurred. Vascular access was obtained via the right femoral. A 6f ebu 3.5 guide catheter with side holes was advanced and placed into the left main coronary artery (lmca). This 185cm kinetix plus guide wire was then placed into the left anterior descending artery (lad) and another manufacturers' 3.5f ivus (intravascular ultrasound) catheter was advanced over the wire to image the lmca successfully. The decision was then made to intervene upon the calcified and tortuous obtuse marginal (om) and the kinetix wire was repositioned into the om branch. The physician then made the decision to replace the kinetix with another manufacturers' 0.014" 190cm guide wire as he felt the kinetix did not offer enough support for possible intervention. As the non-bsc wire was placed, the kinetix was withdrawn. However, during withdrawal of the kinetix wire the tip detached and remained in what appeared to be the subintimal space. There was no evidence of a dissection. There was no contrast blush and the artery was intact under multiple views. The wire was not free floating, but appeared to be encased in subintimal space adjacent to the left circumflex artery (lcx). Repeat angiographic images were performed to ensure the position of the wire fragment and patency of the vessel and the patient was monitored under hemodynamic conditions. A 5mm snare was placed into the catheter with intention of possibly attempting to snare the wire; however, it was felt with hemodynamic stability and the inability to easily entrap the wire that further attempts would be potentially dangerous. The patient was monitored for several more minutes and the procedure was concluded due to hemodynamic stability and no further indication for therapy. The patient was monitored overnight with no complications or symptoms. The patient will continue medical management for coronary artery disease.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).